Manufacturer narrative:
The pump was received with minor scratched lcd window, battery tube threads cracked, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a display anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer stated that his glass plate on the pump is very scratched up. The customer stated that there are spots on the pump that made the screen hard to read. The customer stated that his previous belt clip used to drop the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.